Manufacturer narrative:
Device evaluation of battery pack (B)(4) has been completed. The reported problem (produces faults) was confirmed. As received, the battery pack was non-functional and would not power on a test monitor. Upon evaluation, the bus bar was loose which connects the battery cells. The cause of the faults and inability to power on is the loose bus bar. The root cause of the loose bus bar is mechanical shock from physical impact. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack was producing faults.